Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch mfg records was conducted and the batch met all finished good release criteria.

Event description:
It was reported that a pt underwent a sling procedure in 2007. At the end the second month, the pt was no longer continent and the pt's husband felt mesh during intercourse about 2 months later. At about that two months later, the pt was found to have a vaginal mesh erosion. The erosion was located underneath the pubic bone on the right side with a one-centimeter area of mesh eroding through the vaginal mucosa. On about 1 month later, the pt underwent a procedure to excise the tape underneath the urethra and also to remove the segment which was eroding through the vaginal mucosa on the right side. A second sling device was also inserted.